Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead's terminal pin came off. The physician had difficulty inserting lead into the new header. Also, the lead exhibited noise. The lead was surgically abandoned. No additional adverse patient effects were reported.